Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure, the patient deceased. In (B)(6) 2010, the patient presented due to unstable angina (braunwald class-iiia) and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis and was 24mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.00x32mm promus element stent with 0 % residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented due to a two day history of abdominal pain and general malaise with low grade fever and lack of appetite and was hospitalized on the same day. Worsening of kidney function was noted and the patient was started on serum therapy and antibiotic therapy. The patient continued to experience dyspnea on exertion and edema in lower limbs during this hospitalization. The patient had not suffered from any chest pain. In (B)(6) 2011, the patient experienced cardiopulmonary arrest. Despite cardiopulmonary resuscitation, the subject expired. Per site, the cause of death was cardiopulmonary arrest.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).